Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation pipe was broken at the junction with the basket wire. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. Therefore, omsc surmised that the pipe fractured and the basket deformed because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. As the checking of the manufacturing record of same lot, nothing abnormal was detected. Therefore, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. As described in the instruction manual, this subject device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.).

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct, the doctor felt that the calculus was hard and then, the stone could not be crushed and operation pipe was broken. The doctor attached the basket wire of this subject device to the mechanical lithotriptor (bml-110a-1). The calculus was crushed and released from this incarceration by the use of the mechanical lithotriptor (bml-110a-1). There was no patient injury reported regarding this event.